Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. A potential cause of failure is "incorrect/ missing translation; missing instructions". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cleaning instruction of purewick urine collection system were too complicated. It was noted that at the time this complaint was reported the patient had not yet began using the purewick urine collection system that was received at the beginning of july. Representative explained the care and maintenance to the user.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the cleaning instruction of purewick urine collection system were too complicated. It was noted that at the time this complaint was reported the patient had not yet began using the purewick urine collection system that was received at the beginning of july. Representative explained the care and maintenance to the user.